Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 55m abdominal aortic aneurysm. It was reported that the index procedure was completed without any obvious clinical issues. However, follow up CT three months later showed a type ia endoleak from a large infold in the straight tube portion of the main stent graft body. As per the physician, the cause of the event was due to an oversized stent graft. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
Additional information: a secondary intervention procedure took place approximately one week post follow up and a large non-mdt stent was implanted in the proximal portion of the main body. It was reported that this appeared to successfully address the infold as there was no endoleak noted at the end of the procedure. Film analysis: the reported infolding of the bifurcate leading to the proximal type I endoleak was confirmed. The exact cause could not be determined; however, it is likely that stent graft oversizing may have contributed. Implanting a 36mm bifurcate into a 27 ¿ 29mm proximal neck, which contained irregular-shaped thrombus further reducing the flow lumen to ~21mm as well as calcification. The infolding may have occurred during implant. However, images during implant were not available for review so the timing of the infolding could be confirmed. If information is provided in the future, a supplemental report will be issued.